Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire detachment occurred. During a pt2 guide wire product evaluation program, a detachment issue was found. No other information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire detachment occurred. During a pt2 guide wire product evaluation program, a detachment issue was found. No other information available.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the distal tip detached (at 183 cm from the proximal section) exposing polymer fibers, the distal tip detached was not returned. The overall length is 183 cm from the proximal section, it is out specification due to the device condition (distal tip detached). The outer diameter (od) of distal end, middle of the device and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guidewire detachment occurred. During a pt2 guide wire product evaluation program, a detachment issue was found. No other information available.